Event description:
It was reported a patient underwent an orif (open reduction and internal fixation) of elbow on an unknown date in (B)(6) 2025 and topical skin adhesive was used. On the 12th day of the second use, patient had rash on the mesh and the surrounding skin area, wound did not heal well. After mesh removal the wound healed poorly and produced pus. Mesh was removed, the wound was closed/secure with skin staples and underwent dressing changes; topical steroid ointment was applied. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided: dermabond prineo 22cm msh adhesive (clr222us) : unknown dermabond prineo 22cm msh adhesive (clr222us) : lot code/lot code: 106713 list of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? Yes does the patient/user require any medical or surgical intervention due to the incident? Yes, description. Does the patient/user need an extended hospital stay due to the event? No what is the status/outcome of the patient/user after the incident? After removing mesh, change the skin nail to change the dressing, and rub the steroid ointment are there any noticeable delays? If available, provide the product order number (po). Additional information provided: surgery date: (B)(6) 2025 procedure: orif (open reduction and internal fixation) site: elbow batch number: 106713 specification/size: 22cm first time patient used product? Yes operator: attending physician was the mesh applied with the wound dry? Yes timing of allergic reaction: no reaction on first use; on the second use, on day 12 the mesh and surrounding skin developed a rash. After mesh removal the wound healed poorly and produced ps. Description of allergy and management: mesh was removed, the wound was closed/secure with skin staples and underwent dressing changes; topical steroid ointment was applied. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.